Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the user was in an air conditioned room at approximately 70 degrees. The user's blood glucose level was 123 mg/dl. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.